Manufacturer narrative:
No further info is available. The MFR is now closing its file on this event.

Event description:
On 4/8/97, the MFR received a response to a device tracking polling letter. The response from the pt states that the chemical used in the device did not contain her tumors. It additionally states that the pt is on other IV treatment.